Manufacturer narrative:
The manufacturing records for onxace-23 sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. Document change orders (B)(4) was issued for leaflet tuning as a part of the standard manufacturing process. On (B)(6) 2025 an onxace-23 sn (B)(6) was used in a case for a 32-year-old male in the aortic position. A second aortic on-x was reported to device tracking on 04sept2025 as implanted in the same position, same patient: (B)(6) 2025 onxace-21 sn (B)(6) (37 days post-implant). An irc (implant registration card) was also received for an onxm-27/29 sn (B)(6) implanted the same day (B)(6) 2025). Multiple attempts to receive additional information received no response. Review of the manufacturing records show no processing issues with the original valve. The valve was not returned to the manufacturer for examination. We have no information about the explanted on-x valve other than the tracking notice and assume the valve was discarded on site. Consequently, we do not have enough information to know what, if any, contribution the valve had to the decision to replace it. The instructions for use for the on-x valve lists the possibility of explantation as a consequence of a complication of prosthetic heart valve replacement [IFU]. But in this instance, we do not have any information to help us identify that complication. There is not enough information to determine what, if any, contribution the on-x valve had to the decision for its removal. The risk management file for the on-x heart valve was reviewed, and it thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as far as possible by design and process. Postproduction residual risk is communicated in the product¿s labeling and IFU (instructions for use). The root cause for this explant is unknown due to the limited information available. A review of the manufacturing records confirmed that the on-x valve met all specifications for release. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the intial report received via email, an implant registration card was received indicating the patient had a second aortic implant. This investigation is relegated to onxace-23 serial number: (B)(6) with the allegation of explant.